Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station matrix drawer 1 had previously failed to open. The field service engineer (fse) had checked and reseated the bus cable, cleaned the area for medications and debris, and rebooted the station. After rebooting, the drawer had been detected, and matrix drawer 1 had been successfully recovered without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer does not open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.